Manufacturer narrative:
Manufacturer's investigation conclusion: the report that the patient's controller had a broken power cable was not confirmed. A review of the submitted log file spanned approximately 13 days (14jan2022 ¿ 27jan2022 per timestamp). There were no relevant active alarm events in the log file that could have been related to controller cable damage. System controller, serial(B)(6) , was not returned for analysis. The extent of the power cable damage is unknown. There were no pictures or additional documents provided. A root cause for the reported damage was not determined through this analysis. Multiple attempts were made to obtain additional information from the customer regarding the event, asking if the system controller would be returned; however, no response was given. As a result, the complaint file will be closed with no further action. If the system controller returns later, the complaint file will be re-open. The device history records were reviewed for the system controller (serial #: (B)(6) ) and the system controller was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 03jul2015. Heartmate ii instructions for use (IFU) (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller had a broken power cable. Log files did not reveal any unusual events. The patient was to undergo a controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.